Manufacturer narrative:
Upon follow up it was reported that the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. The patient was treated with cefepime injection (1gram, ongoing, route and frequency not reported) for peritonitis. One day after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was available at the time of this report.